Event description:
On 10/08/2021 it was reported by an arthrex employee via email that an ar-1588btb-j tightrope's blue thread attached to the button was not assembled. This was discovered after opening. The case was completed using a new product. There was no patient effect reported. Additional information provided on 10/11/2021. Btb acl reconstruction was being performed. Case completed using a ne ar-1588btb-j.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a manufacturing/packaging issue.